Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (1,000 mg/dl), and ketones. The cause for elevated bg levels was unknown. Reportedly, only 2 drips of insulin were seen exiting the tuning when 10.2 units of insulin was primed. System check with tandem technical support was performed and the pump functioned as intended. Customer was treated with fluids and insulin via manual injections, and released from the emergency room approximately a day later. Upon being released from the emergency room, the customer's bg levels were 260 mg/dl, and reportedly the customer was "feeling better".